Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 6 4002, lot# n347298, implanted: (B)(6) 2012, product type: adapter; product ID 3389-40, lot# j0406131v, implanted: (B)(6) 2004, product type: lead; product ID 3389-40, lot# j0406024v, implanted: (B)(6) 2004, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
Information was received from the patient that reported they had a lack of effect due to the implantable neurostimulator (ins) being low. It occurred daily. There were no falls or trauma related to the issue and it was not related to positional movement. There were no recent medical tests or emi environmental exposure. The ins was going to be replaced the day after report. The patient had a sudden change in therapy/symptoms. Since his ins started to go low he had to increase his oral medication to address his symptoms. He had symptom return since the ins went low. The ins was noted to not be at end of service (eos). The patient was implanted for parkinson&#38112;dual and movement disorders. Additional information received from the manufacturer representative three days later reported the patient had the ins replacement. The patient had called the health care professional (hcp) office indicating that the patient programmer (pp) showed eos with ins voltage at 2.3v. Post-implant, the impedances were within normal limits. The patient was scheduled to be seen the week after report. It was further reported another three days later that the patient was seen in clinic and impedances were still within normal range. The programmer indicated the ins battery was at 2.3v and the clinician programmer indicated 2.27v. It was noted the currently implanted ins was the old one implanted in 2012 and the ins was never changed out on (B)(6) 2015 as intended. It was suspected that someone confused the devices and re-implanted the old ins.